Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, a piece of the 8mm cadiere forceps instrument's jaw broke off into the patient. The fragments were removed and the procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation which replicated/confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.209" x 0.655" was found to be broken off and not returned. The root cause of broken instrument grips -tip is typically attributed to the mishandling/misuse such as excess force applied to the instrument jaws.